Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a boil under the device. There was no alleged device malfunction. The patient's doctor lanced the boil and cleaned out the infection. The patient's irritation improved.